Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the cath lab. The md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with no issues. As soon as the pump was initiated, it alarmed high pressure. As a result the iab, teflon sheath and spring wire guide (swg) were all removed. A new iab was inserted via left femoral artery (different insertion site) successfully. The pt possibly had a severely calcified tortuous vessel. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy just long enough to replace the iab with no harm to the pt. The pt outcome is good.